Event description:
Meter displayed a clean test area message for some time. On the evening of the 16th, the patient's hair was "wet and sweaty." She tried to test and obtained the clean test area message. She went to the hospital and her blood glucose reading was 172 and 171 mg/dl. The patient did not receive any treatment and was released. Customer service was unable to resolve the issue and sent the patient a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.